Event description:
A customer reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The technical support team decided to replace the pump, advising the customer on the steps to take with the replacement pump and how to return the faulty one using a pre-paid shipping label. The customer agreed to use multiple daily injections as a backup therapy and acknowledged instructions on putting the pump into storage mode before returning it. A replacement pump with updated software was arranged and sent to the customer without requiring a delivery signature.